Event description:
During a right lobectomy procedure, the clips were not feeding into the jaws, they were being expelled after the device was fired. The case was completed with another device of the same product code. There was no patient consequence.